Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements of 127 ohms. It was noted that this had been a gradual increase since implant of the lead and up from 100 ohms in the past year. Technical services (ts) provided troubleshooting options including reprogramming suggestions. No adverse patient effects were reported. Currently, this lead remains in service.